Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the catheter revealed catheter body kink observed, slice cut not related to explant procedure. A kinked area was observed. The kinked area is located 28 cm from the distal tip of segment 2 (at the proximal end of the anchor). During pressure testing in the lab, this kinked area would occlude when the catheter was bent to a narrow radius. A slice cut was seen in the area 23.5 cm from the distal tip. The cut penetrated the lumen. There was a leak observed during pressure testing from where the slice was present.

Event description:
The hcp (healthcare professional) was not sure if the issues the patient was having were related to the fall or an issue with the catheter.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), explanted: (B)(6) 2015. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced increased pain since a fall "a couple months ago". The patient could not even remember when the fall was exactly. It was not felt or believed the fall was related to the pump. The patient did not report this to their pain healthcare provider. The patient was experiencing less than (B)(6) of therapy relief. The patient¿s wife brought the patient to the ER (emergency room) a few days ago and the patient has been hospitalized for pain management. Diagnostic testing included a dye study, rotor/roller study, MRI and CT. In regards to the MRI, it was done a long time ago and the reporter would not have access to the information as it was not related to the pump. They were unable to aspirate from the csf (cerebral spinal fluid) from the cap; rotor normal. It was unknown the location of the catheter issue, it was discovered when we did the pump study on saturday (B)(6). No cause for the inability to aspirate from the catheter was known, it was too soon to know; no surgery had been scheduled. At the time of the report it was unknown what next step will be since the pump study was on a weekend. The cause of the issue was not determined. The patient status at the time of the report was noted as alive, no injury. The pump was used to deliver fentanyl. No interventions or patient outcome reported. Further follow-up was being conducted to obtain the information. If additional information is received a follow-up report will be sent.

Event description:
A catheter revision surgery was performed on the date of this report. A leak of csf (cerebrospinal fluid) was noted ¿when the catheter was being removed from intrathecal space between anchor and intrathecal space¿.

Manufacturer narrative:
(B)(4).